Event description:
It was reported that during implant, following the positioning of a ventricular lead that a right atrial (ra) lead was attempted to be positioned and when it was being handled, it got stuck on something and was unable to be handled inside the atrium. The ra lead was not further repositioned and was fixed in a position with p-waves of 1.6 millivolts. It was noted the ra lead shape with the position was not confirmed. The implanter commented that the positioning in the atrium was difficult and maybe it was impossible with any lead. The ra lead was removed and no ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).